Event description:
The ge oec stenoscop fluoroscopy system would not x-ray.

Manufacturer narrative:
A ge oec service representative was investigated the issue and found a defective high voltage cable. The facility decided to not repair the system. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.